Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that o-rings fell out causing reservoir to not stay in place. Customer does not know how damage occurred. Customer's blood glucose was 215 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. A test reservoir was installed and did not lock in place properly due to broken reservoir tube lip. The insulin pump had partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.